Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the color of product has changed to yellow in the completely sealed packaging. No patient injury reported.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. A yellow color was detected on the tube surface; the complaint was confirmed. After a review of the different verifications that are performed during the manufacturing process to detect cosmetic defects the most probable root cause is that the reported failure mode occurred after the product left the facility. For corrective action, a customer complaint notification was performed as awareness notification of the reported failure mode, by quality engineer. The root cause was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).